Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a trans-arterial hepatic radio-embolization procedure using yttrium-90 microspheres, patient complications occurred. Access was made via right common femoral artery puncture and an unknown 5f sheath inserted. A non-bsc microcatheter was flushed and inserted into the left hepatic artery and delivered with no issues. The direxion hi-flo transend-18 system was inserted into the right hepatic artery and the patient experienced immediate pain (10/10 radiating to back and shoulder) and flushing. This was transient. The pain was similar sounding to infarct symptoms. Patient was given fentanyl and midazolam and symptoms resolved. Treatment was completed with this device. The patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. On initial visual inspection of the device blood was noted in the hub of the microcatheter. A test 0.021 guidewire was inserted into the hub of the microcatheter and got stuck due to a blockage at 14cm from the tip of the microcatheter, the blockage seemed to be more blood as the hub filled up with blood once the guidewire was inserted into the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a trans-arterial hepatic radio-embolization procedure using yttrium-90 microspheres, patient complications occurred. Access was made via right common femoral artery puncture and an unknown 5f sheath inserted. A non-bsc microcatheter was flushed and inserted into the left hepatic artery and delivered with no issues. The direxion hi-flo transcend-18 system was inserted into the right hepatic artery and the patient experienced immediate pain (10/10 radiating to back and shoulder) and flushing. This was transient. The pain was similar sounding to infarct symptoms. Patient was given fentanyl and midazolam and symptoms resolved. Treatment was completed with this device. The patient status is stable.